Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high and low blood glucose readings and off no power without low battery indicator. The customer's blood glucose value was 41 mg/dl. The customer treated with food. The customer stated that she has gastroporesis and would throw up the food. The customer reported drive support cap to appear normal. The customer was also hospitalized with high blood glucose of 400 mg/dl. The customer had potential diabetic ketoacidosis. The customer was treated at the hospital. The product was returned for analysis.